Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago.

Event description:
It was reported that the patients ipg was not working. The patient underwent a revision procedure wherein the physician just added an ipg. Nothing was explanted during the procedure.